Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported that a chisel was used in an implant removal procedure. The chisel broke during removal of a callus. The case involved a fractured tibia 1/2 shaft distal. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. It is noted there is incomplete information on this form; this event is being investigated. If information is obtained that was not available for the initial medwatch, a follow-up will be filed as appropriate. Placeholder.